Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they? No. How was the drain secured? Unk. What was the date of first activation? 2024/5/17. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk, please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? Unk. When was the 2nd procedure performed to place a new drain in patient? (B)(6) 2024. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=>the doctor would like to know the reason of the issue. What is the patient's current status? No problem. Surgeon¿s name? (B)(6). Product lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. Return date: 2024/06/17, tracking number: unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. A 2nd drain was indicated on (B)(6) 2024: did the 2nd drain clog or fail to drain also?=>yes. If no, what was the reported issue for the 2nd drain? How was the clog addressed for the 2nd drain?=>unk. Was the 2nd clogged drain removed and a another drain placed during an 2nd surgical procedure to place it?=>no. Two drains were used for the patient. Were there any intra-operative complications? If so, what were they?=>unk. How was the drain secured?=>unk. What was the date of first activation?=> (B)(6) 2024. How was the product function verified following the first activation?=>unk. Who monitored the drainage and how often?=>unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure=>unk. The diagnosis and indication for the index surgical procedure?=>unk. Were any concomitant procedures performed?=>unk. When was the 2nd procedure performed to place a new drain in patient?=>unk. Other relevant patient history/concomitant medications?=>unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=>unk. What is the patient's current status? =>unk. Surgeon¿s name? =>(B)(6). Product lot number? =>unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b1, b2, d9, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. How was the clog addressed? A new drain was placed. Was the clogged drain removed and a 2nd drain placed during an 2nd surgical procedure to place it? Yes. H3 evaluation: sample received for analysis. Complaint sample review: one complaint sample of drain in multiple cut pieces was received for evaluation, product was inspected visually below are detailed observations: 1. There were four small pieces of around 10 - 20 mm in length. No clogging was identified in those pieces. 2. One piece of around 200 mm was received, there no clogging identified in that piece too. 3. One piece of around 700 mm was received, this complete drain was checked functionally, no negative observation was noted (video of functional test attached for reference). 4.one adapter was also there; no negative observation was identified in adapter piece too. Documents review: not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review: not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. As per standard practice, 100 % functional test and 100% visual inspection was carried out visually before and after packing of finished goods, prior to the product release. So, there was no scope at end to missed out such claimed defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: two used products were jammed, but only one was for survey. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? What is the lot number of the blake drain (2229) involved? =>unk ? Please perform and document the follow up attempt for product return. =>we regularly contact with sale rep about the device returning. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>(B)(6). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How was the clog addressed? Was the clogged drain removed and a 2nd drain placed during an 2nd surgical procedure to place it? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy on (B)(6)2024 and a drain was used. In the ICU, the drain was placed in the patient who had a liquefied lymph node dissection up to level 3 on (B)(6), but the lymph fluid got stuck somewhere in the middle of the drain on saturday and sunday, and the patient spent saturday and sunday without being able to the drainage. It was noticed on monday that the drain clogging occurred, and then it could do the drainage with a drain exchange. Fortunately, it was not affecting the patient. The product was used on the subcutaneous. The operation time was no extension. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.